Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date of 30-april-2020 and the procedure date was (B)(6) 2020 which is approximately 2 months post expiration. It should be noted the proglide instructions for use, in the graphical symbols for medical device labeling section indicates the use by symbol which is the next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event. (B)(6). The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss was noticed with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. After the procedure, it was noticed that the proglide devices were expired products. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.